Manufacturer narrative:
One ensite x amplifier (sn: (B)(6)) was received for evaluation. The intra-cardiac (ic) short test was performed and identified that channels 54 and 56 were electrically open. It was noted that with pressure placed on the ampereconnect port all the 53-56 channels could become intermittent (non-functional or functional). The reported symptom was isolated to channel electrical intermittent open(s) between the port connector and the front plane assembly. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to intermittent electrical opens to channel 53-56 between the port and the front plane assembly. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During a typical afl procedure, there was a procedural delay. It was noted that all of the electrodes on the tactiflex catheter had noise on them, and the catheter appeared distorted on the gui. Troubleshooting included rebooting, replacing the tactiflex catheter, replacing the rf cables, replacing the ampereconnect cable, replacing the ampere, and replacing the tactisys, but the issue persisted. The amplifier was replaced, and the issue was resolved.